Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 504 mg/dl; cause unknown. Customer administered a correction bolus via the pump to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management. No further assistance was requested as the caller declined a supplies or system check.